Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device (all channels) tested positive with the following details below : at scheduled sampling (disinfection sampling program on 12/03/21 at 4:10 p.m the device tested positive with serratia marcescens at 18 cfu and stenotrophomonas maltophilia at 12 cfu with total of 30 cfu microorganism. A rechecked performed at 2:58 pm routine sampling on 12/6/21 the device tested positive with pseudomonas aeruginosa at 7 cfu, serratia marcescens at 14 cfu and bacillus spp at 1cfu total of 22 cfu . The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conforms, with results of greater than 1 cfu. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_cds machine cantel. Manual cleaning (brush) olympus model bw-412t. Anios clean excel d, intercept plus-the detergent used for cleaning. Rapicide a et b - the disinfectant used for disinfection. Storage : horizontal/ stockage en typhoon. Rrc (regional repair center) france olympus device evaluation findings are below: biopsy channel worn: no malfunction reported (coloring/scratch noticed inside the channel). Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. Insertion part: a-rubber glue --- worn. Switch section: key top 1 --- wear and tear. Insertion part: bending tube --- movement: angulations are out of specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Correction to report source to add the foreign country france. The ofr hmi results reported the endoscope device channel (all channels) conforms, with results of less than 1 cfu. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.